Event description:
The pt's spouse reported that based on the suspect device results the dr had increased pt's meds. Spouse said that pt seemed out of it and was having difficulty walking. The suspect device was used to check their glucose level and the following results were obtained - 286 and 296 mg/dl. Paramedics were called and when they arrived they used their meter to check their glucose and the level was 30 mg/dl. They were transported to the hosp and their glucose was 41 mg/dl there. They were treated with glucose. Controls were not used on the system. The suspect device was replaced with new product and tehn authorized for return to the manufactuer for evaluation.